Event description:
"We again had a celsite st305 tubing (lot 37048354) that came loose on (B)(6) 2025, for insertion on (B)(6) 2025. Before the third course of chemotherapy, during the saline rinsing, a lump was noticed by the nurse near the neck, which deflated on its own. An x-ray was taken and the tubing was seen to be severed. The distal end of the tubing was retrieved in interventional cardiology; it had migrated to the right hepatic vein. The port and fixation clip were retrieved on 10/08, but not the rest of the tubing, which was not found on the CT scan (possibly an artifact). Everything is available at the pharmacy for analysis to determine if the tubing was severed or had come loose."

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305 reference 4433750 from batch 37048354. Device history record batch record file number 37048354 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in july 2025. Summary of investigation one x-ray picture and the completed form "request for information - access port incident" (sa-fr02-m-5-4-01-000-6-d-en) were returned for investigation. The returned device was received on the 21st of october 2025 and its analysis is still ongoing. Information analysis: the port was implanted during less than 2 months. X-ray picture review: one x-ray picture was transmitted for review. It was taken on the (B)(6) 2025 just after the implantation procedure. The access port housing is visible, but we are not able to clearly see if the catheter is well connected to the access port and the whole catheter lenght is not clearly visible. In consequence, we are not able to confirm the met incident and to identify the root cause. Raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause & conclusion the investigation results will be transmitted under the follow-up report referenced fu1 after sample examination.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305 reference (B)(4) from batch 37048354. Device history record batch record file number 37048354 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in july 2025. Summary of investigation the complaint sample, one x-ray picture and the completed form "request for information - access port incident" (sa-fr02-m-5-4-01-000-6-d-en) were returned for investigation. - information analysis: the port was implanted during less than 2 months. 3 other complaints for catheter disconnection were declared to us by the same end customer. - x-ray picture review: one x-ray picture was transmitted for review. It was taken on the (B)(6) 2025 just after the implantation procedure. The access port housing is visible, but we are not able to clearly see if the catheter is well connected to the access port and the whole catheter is not clearly visible. In consequence, we are not able to see the met incident and to identify the root cause. - visual inspection of the returned device: an access port from batch 37048354 with a connection ring and a 22cm long catheter, graduated from 5 to 21 were received. No defect is visible on the returned device. - dimensional measures the received elements (catheter, connection ring and exit cannula of access port housing) were measured: they are all compliant with the defined specifications. - pull test at the juncture access port-catheter a pull test was performed by using the received catheter, access port housing and connection ring. The pull test result is compliant with the requirement: the disconnection strength is 3 times superior to the iso 10555-6 standard requirement. - raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause the performed investigations have confirmed the compliance of the returned device with the specifications and requirements. The short duration of implantation (~2 months) allows to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. This hypothesis is emphasized by the fact that this type of incident occurred 4 times at the same end-customer during the last months. To avoid disconnection of the catheter, the IFU specifies several recommendations. Conclusion our investigations did not allow to detect any discrepancy during the manufacturing process. In addition, the returned sample was compliant with the defined specifications. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after 2 months of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low. The IFU already gives recommendations to avoid this type of incident. As this incident occurred 4 times with the same end customer, the local marketing time have been contacted to better understand the root cause of these incidents.

Event description:
"We again had a celsite st305 tubing (lot 37048354) that came loose on (B)(6) 2025, for insertion on (B)(6) 2025. Before the third course of chemotherapy, during the saline rinsing, a lump was noticed by the nurse near the neck, which deflated on its own. An x-ray was taken and the tubing was seen to be severed. The distal end of the tubing was retrieved in interventional cardiology; it had migrated to the right hepatic vein. The port and fixation clip were retrieved on (B)(6), but not the rest of the tubing, which was not found on the CT scan (possibly an artifact). Everything is available at the pharmacy for analysis to determine if the tubing was severed or had come loose."